Event description:
A patient was being treated for a puncture wound in the hand. The physician was using the cotton tip applicator to clean it out. The cotton tip came off in the wound and had to be surgically removed.

Manufacturer narrative:
The physician was cleaning a puncture wound on the patient's hand. He had used this applicator wet with saline and inserted it into the wound approximately 2.5 cm. When the physician pulled the applicator out, the cotton tip was not there. The cotton tip was surgically removed. The caution statement on the packaging states "cotton tipped applicators with wood shafts should not be used in procedures which may require excessive pressure. Excessive pressure may lead to shaft breakage or tip detachment." It is not known how much pressure was applied during the procedure. No sample was retained for evaluation. No root cause has been identified. No trend exists for this product or issue. At this time no corrective action is indicated. However, due to the reported incident and need for surgical intervention, this medwatch is being filed.